Manufacturer narrative:
Manufacturing review: per the lot history review, this is the third complaint reported for this lot number and issue to date. The quantity affected is one. Based upon the severity level and lot quantity, a DHR review is required. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: per manufacturing site: manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Based on the sample evaluation: one equistream catheter and one tunneler were returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the proximal end of the tunneler was broken off and missing from the rest of the device. The break surface was observed to be smooth and uneven. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. (Expiration date: 08/2020).

Event description:
It was reported that the tip of the tunneler component broke in the catheter during the insertion process. It was further reported that a new kit was used where the tunneler component broke a second time during the same process. There was no reported patient injury.